Manufacturer narrative:
Evaluation summary because no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. One guide wire was returned with components of different products and presented signs of use. Visual inspection was performed, and it did not reveal any problems with the guide wire. The guide wire was passed through the introducer needle and passed easily through the needle. Dimensional testing was performed. The reported condition was not confirmed. The guide wire is covered by a plastic component which has the purpose of assuring the integrity of the stainless steel. This component has defined characteristics as part of its design which make it flexible for gentle manipulation during use. There is no evidence to link this failure with manufacturing activities. Based on the available information, the most possible cause for this issue is related to manipulation like excessive force or improper technique applied. No trends or triggers were identified. No further corrective and preventive action (CAPA) is required at this moment. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter on (B)(6) 2017 while inserting the guide wire, the guide wire got stuck in the 18g introducer needle. The health care provider (hcp) had to withdraw the guide wire and needle. The hcp stated the j guide wire is not smooth. There was no injury to the patient.